Event description:
An end user reported an issue with a CT w/8fr detached poly cath w/vi smartport. The patient presented to the or for explant of the device, due to their no longer being a need for it. Upon removal, the physician noted a slice in the middle of the catheter. The patient had previously been receiving treatments and there was no reported dysfunction noted during treatments. The patient did not experience any adverse effects or harm because of this incident.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Manufacturer narrative:
The customer's reported complaint description of physician noticed slice in the middle of the catheter during the explant procedure was confirmed. Tubing appears to be sliced by something sharp, but when this occurred could not be definitively determined. See root cause section below for summary and attached memo with engineer evaluation. A device history record (DHR) review of the packaging/assembly/catheter lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Visual/microscopic exam: as received, the catheter and blue "boot" (locking collar) were still attached to the port stem. The catheter was trimmed at approximately the 25cm marking and attached to the port stem. There is a slit approximately 1cm long starting at just past the 13cm mark and stops at approximately the 14.25cm mark. The catheter is marked in this area with a black "ink", as received from the end user. Engineering evaluation: confirmed the reported failure of the device, the catheter is sliced around the 13-14cm markings. The cut goes through to the opposite side and cut slightly into the inner wall. Not enough to puncture fully through. Root cause is likely caused from something sharp cutting it. Unable to determine when the cut took place. Tubing is tested for flow where defects of this nature would be captured. Labeling review: the directions for use (dfu) that is supplied with the port device, contains the following statements: contraindications catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates for pinch-off. Warnings: do not use syringes smaller than 10 ml when accessing the port as system damage can occur. Flushing occluded catheters with small syringes can create excessive pressures within the port system. Failure to ensure patency of the catheter prior to power injection studies may result in port system failure and patient injury may occur. Do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off as it may result in port system failure and patient injury may occur. Absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Potential complications: use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: catheter disconnection or migration, catheter embolization, catheter fragmentation, catheter pinch-off, drug extravasation (leakage). Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).